Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose in the 40 mg/dl, which was treated with food. Customer declined troubleshooting since it was normal blood glucose for customer since diabetes began and believes insulin pump was working as it should.